Event description:
Patient was admitted to the hospital on (B)(6) 2017 with symptoms of left visual field cut and left lower extremity paresthesias and found to have a right posterior cerebral artery (pca) infarct with right p2 segment pca occlusion. Diagnosis was confirmed with MRI and CT. Echocardiogram performed on (B)(6) 2017 was negative for intracardiac shunt and showed no remarkable findings nor significant changes from baseline echo of 2007. Patient was discharged on (B)(6) 2017 in stable condition with prescriptions for asa and plavix and instructions to follow up in stroke clinic in 3 months. On 5/19/2017, implanting md reports that patient's cva is almost resolved and that md plans to remove the patient's balloon within a month, consistent with the standard 6 month removal time. Patient has a history of hypertension and md reports that patient has been non-compliant with taking his hypertension meds.